Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the data stored in the device memories (B)(4) reviewed and high ventricular lead impedance measurements (from about (B)(6) 2014) were observed. In addition, one noisy episode was stored in the device memories. It was reported that ventricular lead impedance measurements were back to normal values afterwards.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the data stored in the device memories (aida) reviewed and high ventricular lead impedance measurements (from about (B)(6) 2014) were observed. In addition, one noisy episode was stored in the device memories. It was reported that ventricular lead impedance measurements were back to normal values afterwards.